Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 240 mg/dl and the sensor reading was 91 mg/dl. The customer was advised to monitor the issue and consider changing the sensor if issue continues. No further information was provided.